Event description:
During a workout on the treadmill, the pt felt pain at the implantable neurostimulator (ins) site. Since that time, the pt was unable to get coupling and communicate with the ins for recharging. The pt was at home. Follow-up with the pt's healthcare professional was recommended. The pt saw his physician and they too were unable to communicate with the ins. Additional info has been requested, a follow-up report will be sent if additional info becomes available.